Event description:
It is reported that a customer has been receiving calibration error alarms on their insulin pump. The patient's blood glucose was unknown. The customer inquired what it meant when the pump does not load after inserting a new reservoir. The customer was informed that the pump will alarm after inserting a new reservoir during fill tubing. The customer states that he usually removes the set or reservoir and reinserts them again which usually solves the problem. The customer declined trouble shooting the issue. The customer was reminded to call the help line if they had any further issues with the pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.